Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4) MDR.

Event description:
(B)(4) MDR - bleeding from the defibrillator pocket was noted. A wound hematoma was found.